Event description:
It was reported that when a patient was changing a cassette to another one for regular replacement during the pre-use check (no extension tube was connected to it), a high pressure alarm went off. The alarm occurred in another pump as well. Then, when the alarm stopped for a moment, the cassette was connected to the extension tube and priming was performed, but the alarm persisted. Even though the patient removed the red cap and the clamp, the alarm was not cleared. So both the extension tube and the cassette were changed with another one. After that, the alarm was settled. There was no patient injury.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Manufacturer narrative:
Device evaluation: the sample was returned for investigation. The sample consisted of one cassette product; the sample was received after used conditions, without its original packaging, decontaminated and inside in a plastic bag. The sample was visually inspected under normal conditions of illumination to detect conditions that could cause functional issues. No damage was detected in the sample that could cause the failure mode reported. For functional testing, the sample was filled with 100 ml of water and connected to a cadd pump to look for unusual functions; the sample was fully priming and connected without difficulty, the pump was set running and no alarms were activated. The failure mode could not be duplicated by functional testing; the complaint was not confirmed. No root cause determined, and no corrective actions needed as the complaint was not confirmed. No fault was found with the device. No lot number was provided; therefore, device history record review could not be completed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).